Manufacturer narrative:
Product analysis #702859903. Analysis information: 2019-01-08 11:37:16 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter; product ID 8782 lot# serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2015, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). The catheter was returned for analysis. Analysis found damage to the transition tube of the catheter body. The catheter was returned for analysis. Analysis found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6). It was noted the pump was replaced prophylactically due to off-label medication use, as the hcp believes this increases the risk of motor stall as the battery approaches normal depletion. The pump¿s eri was 23 months and was replaced prior to the hcp's standard of 12 months, as the hcp was already revising the catheter, they elected to avoid a second revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) product type catheter product ID 8782 lot# serial# (B)(4) product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the catheter was replaced due to suspected catheter kink. The pump was explanted due to the short time remaining on the end of life. Since the catheter had a suspected kink, the hcp went ahead and replaced the pump with 23 months left on end of like to avoid another surgery.